Event description:
A false positive advia centaur xp troponin ultra result was obtained by the customer on a patient sample and was considered discordant when compared to a negative repeat test result. The customer reran the patient sample on an alternate advia centaur system and the result was negative. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The cause for the discordant troponin result was most likely due to specimen collection and handling. The customer observed a serum fibrin clot in the sample tube that was processed by the sample tracking system. The customer cleared the serum fibrin clot and reran the sample from the sampler tube rack and the repeat troponin results were negative. The instruction for use under the specimen collection and handling section states the following: "before placing samples on the system, ensure that samples have the following characteristics: samples are free of fibrin or other particulate matter." The instrument is performing within specification.